Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. An imager ii angiographic catheter was selected for a trans-jugular liver biopsy. During the procedure, it was noticed that the tip of the imager ii angiographic catheter sheared off and became lodged in the pulmonary artery. The physician had to access the femoral artery and inserted a non-bsc snare device to remove the detached tip. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device was separated at the tip. The usable length of the device is 65cm from the distal end of the strain relief to the tip of the device. The returned complaint device was only 63cm long from the distal end of the strain relief to the tip, which means that 2cm of the tip was not returned for evaluation. There was also noticeable shaft damage approximately 61cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. An imager ii angiographic catheter was selected for a trans-jugular liver biopsy. During the procedure, it was noticed that the tip of the imager ii angiographic catheter sheared off and became lodged in the pulmonary artery. The physician had to access the femoral artery and inserted a non-bsc snare device to remove the detached tip. No patient complications were reported and the patient's status was fine.